Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they used the device to cut the lung tissue in a laparoscopic lung lobectomy, they could not squeeze the handle and it was unable to fire. They also noted that they were able to press the green button. The staples had a poor formation and only some staples were formed. They changed to another device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.